Manufacturer narrative:
The account replaced the brake detent assembly to resolve the issue.

Event description:
The account alleged the previous mod was done on this bed and the bed pops out of brake when the bed is shaken. No injury reported.